Event description:
New information noted that the lead was explanted electively.

Manufacturer narrative:
This report is to retract report 2017865-2020-23318, submitted on 21 dec, 2020. This report was erroneously submitted.  This is a not a reportable event as there is no allegation of a malfunction .   All previously submitted information should be corrected to not applicable and null fields.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-23318. It was reported that the right ventricular (rv) lead exhibited multiple episodes of ventricular noise, triggering false high ventricular rate events. The noise was reproducible with isometrics. Insulation damage was also noted on the rv lead. The rv lead was capped and replaced on (B)(6) 2020. The ra lead was also capped and replaced for an unspecified reason. No patient symptoms were reported.